Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Fluoro image shows the conductor cable outside of the lead insulation. However, all measurement values were found within normal limits and no noise was observed on the egms. The physician decided to continue to monitor the patient. The lead remains implanted.